Manufacturer narrative:
A visual and dimensional inspection were performed on the returned guide wire. The reported difficulty to remove was unable to be confirmed due to the returned condition of the guide wire. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents and/or complaints reported for this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design, or labeling did not contribute to the reported difficulties. It should be noted that instructions for use (IFU) hi-torque guide wires for ptca, pta stents warning section states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw, or torque a guide wire that meets resistance. In this case, the reported IFU violation of force used to remove the guide wire against resistance does not appear to have caused or contributed to the reported difficulty to remove form the balloon catheter as it is likely that the balloon catheter became damaged during the procedure resulting in the difficulty to remove. The investigation determined the reported difficulty to remove appears to be related to case circumstances of the procedure. In this case, it is possible that during the procedure, the balloon catheter became damaged resulting in the reported difficulty to remove. The noted corkscrew appearance on the core likely occurred during the reported manipulation which resulted in the core separation. The noted bend on the core and shaping ribbon appears to be consistent with the tip shape process prior to use. The noted kinks, bend con the guide wire likely offered during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified, heavily tortuous, 95% stenosed right coronary artery. A balance middleweight (bmw) universal ii guide wire was advanced without resistance and used, but it faced resistance during removal with an unspecified balloon catheter. Force was applied, and after removal, the guide wire coils separated into two pieces outside the anatomy due to intentional manipulation. An unspecified guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.